Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl; cause was not known. Reportedly, the customer delivered a manual insulin injection to address bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.